Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the knob lost efficacy. (B)(4).

Event description:
It was reported that the knob was damaged. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.